Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event was not duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No disposable with high pressure alarm messages were found in the pump's event history logs. Recommend downstream occlusion sensor to be replaced.

Event description:
It was reported that cadd legacy pump was alarming "no disposable". No patient injury reported.